Manufacturer narrative:
Battery was verified. Alert low battery issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that customer did not receive low power alert causing the pump to shutdown due to low power. Customer declined to troubleshoot, so issue could not be verified. There was no reported adverse impact. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.